Event description:
It was reported via medwatch "that two separate instances of leaks noted from the mediport needle (same lot number) tubing during intravenous continuous infusion (ivci) of chemotherapy medication. After inspection of both events, a crack was found at the bifurcation on the mediport tubing at the proximal site. Ref report: mw5118289. " additional information 6/15/23. Crack was external to the patient. Mediport needles are secured with a tegaderm dressing that comes in our mediport access kits. Chemo tubing had to be clamped and paused so that patient could be cleaned up and chemo be re-administered in a different unit. Event did not involve an urgent/life threatening medical situation. The customer reported two separate dates of events, 5/24/2023 and 5/25/2023. This report addresses the event on 5/24/2023.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope. This complaint will be recorded for future trending and monitoring purposes. H3 other text :

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported via medwatch "that two separate instances of leaks noted from the mediport needle (same lot number) tubing during intravenous continuous infusion (ivci) of chemotherapy medication. After inspection of both events, a crack was found at the bifurcation on the mediport tubing at the proximal site. Ref report: mw5118289. " additional information 6/15/23: crack was external to the patient. Mediport needles are secured with a tegaderm dressing that comes in our mediport access kits. Chemo tubing had to be clamped and paused so that patient could be cleaned up and chemo be re-administered in a different unit. Event did not involve an urgent/life threatening medical situation. The customer reported two separate dates of events, 5/24/2023 and 5/25/2023. This report addresses the event on 5/24/2023.

Event description:
It was reported via medwatch that two separate instances of leaks noted from the mediport needle (same lot number) tubing during intravenous continuous infusion (ivci) of chemotherapy medication. After inspection of both events, a crack was found at the bifurcation on the mediport tubing at the proximal site. Additional information received on 06/15/2023: crack was external to the patient. Mediport needles are secured with a tegaderm dressing that comes in our mediport access kits. Chemo tubing had to be clamped and paused so that patient could be cleaned up and chemo be re-administered in a different unit. Event did not involve an urgent/life threatening medical situation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.